Manufacturer narrative:
An event regarding revision due to instability and dislocation of a triathlon insert was reported. Clinician review of the event determined that the triathlon ts baseplate component was mal-positioned. The event was confirmed based on the clinician review of the medical records provided. Method & results: device evaluation and results: not performed as product was not returned medical records received and evaluation: clinician review of the medical records provided indicated "no examination of any explanted components except for the insert from the (B)(6) 2018 revision surgery and no primary left total knee arthroplasty operative report or list of components are available for review. The medial position of the revision tibial component and the distal position of the joint line in the revision total knee arthroplasty likely resulted in increased stress to the ts insert stability resulting in two dislocations and a later anterior implant subluxation. There is no evidence that factors of implant design, manufacturing or materials were responsible for this clinical situation". Device history review: DHR review for the reported lot determined that the device was manufactured and packed to specification. Complaint history review: complaint history review confirmed that there have been three other similar events for the reported lot. Conclusion: clinician review of the medical records provided indicated "no examination of any explanted components except for the insert from the (B)(6) 2018 revision surgery and no primary left total knee arthroplasty operative report or list of components are available for review. The medial position of the revision tibial component and the distal position of the joint line in the revision total knee arthroplasty likely resulted in increased stress to the ts insert stability resulting in two dislocations and a later anterior implant subluxation. There is no evidence that factors of implant design, manufacturing or materials were responsible for this clinical situation". No further investigation is required at this time. If additional information becomes available to indicate further evaluation is warranted, this record will be reopened.

Event description:
It was reported that patient's right knee was revised due to dislocation. Rep reported that no ligament damage was reported. The post of the insert was not locked in to the box opening of the femoral component. As per consulting clinician's medical review, "the medial position of the revision tibial component and the distal position of the joint line in the revision total knee arthroplasty likely resulted in increased stress to the ts insert stability resulting in two dislocations and a later anterior implant subluxation." The consulting clinician clarified that this conclusion reflects an alignment issue of the tibial baseplate and femoral component leading toward subsequent subluxation and dislocation.